Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station touchscreen was not working. The field service engineer (fse) reimaged the hard drive with a new one but noticed that the touchscreen was still malfunctioning. Then the fse replaced the all-in-one (aio) unit. The fse ran a touchscreen pass/fail test, which was successful. The fse verified that the customer was able to login and the screen was functioning correctly, responding accurately to single touches without selecting multiple items. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the user had to touch the screen multiple times for it to accept input. It was also reported that when nursing staff was trying to pull medication screen would select multiple items and screen scrolling would not stop. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the user had to touch the screen multiple times for it to accept input. It was also reported that when nursing staff was trying to pull medication screen would select multiple items and screen scrolling would not stop. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.